Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0f2w6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the therapy was not on and turning the therapy on did not resolve the issue. The patient had two implantable neurostimulators (ins) and both of them were turned off. The left side was on program 1 at 5.2 volts and the right side was on program 1 at 4.1 volts. The patient had a mylegram cat scan of the neck and they injected the dye into the lumbar under fluoroscopy in august of 2015. The patient had 5 urinary tract infections (uti) in a row. This occurred in august of 2015. Also, they were still urinating a lot after finishing their medication and there was urination frequency. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported later the ins that was implanted in (B)(6) ((B)(4)) was determined by the representative sometime in 2016 that there was something wrong with one of the leads and some programs do not work and patient could not be reprogrammed to another program. The patient went back and the representative who ran another diagnostics because patient did not know if she felt it and the program was not working. Patient reported they were implanted for urinary retention. Utis was not her original issue when the inss were put in. But patient has been having more utis, more often, more than she ever had. She had one uti in (B)(6) 2016 and now she was having another one. She was at hcp 2 weeks ago. Patient stated she did not feel taking so many antibiotics because she was afraid it was not going to work someday. Hcp sent her for some kidney test last week. Patient stated she has some retention which was liked 475 cc of liquid and after she urinated she had 194 cc. The report from the hospital says it was a large amount. The nurse stated it was acceptable. Patient was told 2 years ago anything over 100 was not acceptable. Now they are telling it was acceptable. Patient would like to have the representative check her inss to make sure they are functioning ok. Patient stated she did not want to go to her hcp. She would like to meet with the representative in her area. The patient texted her representative about it and representative were supposed to be calling.

Event description:
It was later reported that the loss of therapeutic effect and uti has both been resolved but the patient has to meet with the representative at the doctor's office .one of the stimulator wires (#3) was not working. They do not know why and what caused the implant to not work properly. The representative had to reprogram the device not to feed off this wire. The patient reported that they had 5 utis in a row causing patient to take a large amount of antibiotics. This event was also reported under manufacturer report # 6000153-2016-00307.

Event description:
Additional information was received from a patient. It was reported that one of the patient's devices was not working and was defective. The patient later clarified that she was referring to the lead. The patient stated that the issues started happening back in 2015 and she has had a lot of utis. When the patient went to the health care provider's(hcp) office at an unknown date, programming was performed as one of the leas wasn't working; the patient could not feel it working a couple of months after the reprogramming visit. The patient went back to the hcp's office and again noted that only one of the leads was working; the patient was reprogrammed again. A couple of months following the 2nd reprogramming session, the patient again could not feel the stimulation. The patient stated that she increased the programs all the way but the issue was not resolved; the manufacturer representative (rep) could only get one program to work. The patient reported that if the remaining lead stops working, they will have to replace it. It was also confirmed that the patient was taking antibiotics for the uti. The cause of the lead(s) not working was reported to be unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who hasn't felt stimulation for the past two weeks and they weren't sure if their device had depleted. The device was checked about a year ago by the manufacture representative (rep) because the patient was getting frequent urinary tract infections (uti). At that time, it was discovered that the patient only had one usable program; the rep set it up on that program. The patient had access to their patient programmer (pp), but when the patient synced to their implantable neurostimulator (ins) with and without the antenna, they were seeing poor communication. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to have the device checked. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the poor communication was that one stimulator was not working at all, and the other one had significant impingements. In order to resolve the issue, both stimulators have been replaced, as well as new leads and wires. It was stated that it¿s quite an invasive, unpleasant surgery, and they were only (B)(6) years old; the patient hopes they don¿t have to go through this again. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.